Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-04016, 04021. It was reported the pt had some yellow drainage at the lead incision site. The pt met with the physician and antibiotics were prescribed. In addition, it was reported the ipg site was opening. The pt was advised to go to the emergency room, and was also scheduled to meet with the physician. Follow up regarding the appointment identified the physician had instructed the pt regarding the dressings over the incisions. The pt remained on antibiotics and was to be monitored through additional appointments with the physician.